Manufacturer narrative:
The tech found that the left siderail latch shoulder bolt was missing and the left siderail could not be latched. The tech installed a new siderail latch shoulder bolt to repair the stretcher.

Event description:
Info received indicates the left side rail would not lock in full up position.